Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported intralipids leaking at the bifuse connection while connected to a patient. The connection was cleaned and reconnected but continued to leak. The tubing and bifuse were replaced and the leaking resolved. There was no report of patient harm.